Event description:
On 1/7/1998 following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. The pt was placed on a heparin drip post procedure. Approximately 48 hours post device deployment, and after the pt had been ambulating freely in the hosp without complication, the pt awoke in bed with bleeding from the groin site; manual pressure was held and hemostasis was obtained. However, the pt's bp was noted to be 40mm hg and 2-3 units of packed red blood cells (prbcs) were administered. Hemostasis was achieved by manual pressure, and the pt was reportedly discharged home without further complication or reports of sequelae.